Manufacturer narrative:
The subject device was not returned for evaluation. According to the report noted by the facility representative, it was explained the disinfection of the water supply pipes to the facility, and are attending the next disinfection of the water supply pipes and explaining the implementation method. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported after water filter replacement, the endoscope reprocessor (oer-4) serial number (B)(4) showed error e15 indicating water level sensor had malfunctioned and error e12 indicating insufficient amount of disinfectant. The issue was resolved by re-disinfecting the water supply line, however, it was found that the water supply line was not disinfected so far and this endoscope (gif-h170 sn: (B)(4) reprocessed with oer-4 was used for the examination. There was no patient harm, no user injury reported due to the event. There is no patient infection associated on this reported event. This report is related to a report with patient identifier (B)(6) (oer-4 endoscope reprocessor sn: (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to incorrect reprocessing methods by the user. It is recommended that the user facility review the instructions for use regarding the reprocessing methods of the device. Olympus will continue to monitor field performance for this device.